Manufacturer narrative:
Attempts have been made to obtain patient information, but no response from the customer. If additional information is received, a follow up report will be sent.

Event description:
The customer reported an occurrence of unit failing pre-operational testing (est) during system pressure testing. There was patient involvement. No harm reported.

Event description:
The customer reported an occurrence of unit failing pre-operational testing (est) during system pressure testing. No patient involvement reported.

Manufacturer narrative:
The blower assembly and blower motor controller were returned for further investigation. They were tested and there were no errors identified.